Event description:
(B)(4).

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Manufacturer narrative:
The astral device was not returned to resmed. An extensive engineering investigation was performed on the available information. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported event was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident.